Event description:
Customer filled her cartridge with 300 units, but by the next day, the fill estimate dropped to 0. There was no impact to the customer's blood glucose levels.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.